Event description:
It was reported that patient had generator repositioning surgery due to device migration. It was later reported that the patient had generator and leads removed due to infection after repositioning surgery. The generator was confirmed hp sterilized prior to distribution. Return of generator is not necessary as it will add no value to the investigation. This MDR houses the report of infection after repositioning surgery. MFR ref # 1644487-2022-01209 houses the migration and repositioning surgery. No additional relevant information has been received to date.

Manufacturer narrative:
Device return and evaluation is no necessary as the root cause is known and return will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event or problem; and f10. Adverse event problem ¿ health effect-clinical code; corrected data; initial MDR inadvertently omitted information known prior to submission of MDR.

Event description:
It was reported that the patient experienced discomfort/pain prior to having the previously reported vns explant surgery. It was also reported that the physician has assessed this discomfort/pain to being due to infection. No additional relevant information has been received to date.